Event description:
It was reported that a malfunction alarm occurred with the code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and after resetting, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue reappeared, which they acknowledged and understood.